Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The explanted valve has also not been returned for evaluation. The root cause of this event remains indeterminable with the available information. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic aortic valve, implanted for one (1) year and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards valve of the same model and size. Patient's postoperative status noted as in recovery. No other details provided.